Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed one year remaining. The patient had received multiple shocks over the life of the device that possibly caused the sudden depletion of the device. The technical services discussed to consider a save to disk for analysis. The ICD remains in service. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) only had a year remaining longevity. It was observed that this patient had received numerous shocks over the life of the device which likely caused the sudden battery depletion. However, during a recent device check, the device suddenly had a drop from 1 year to 4 months of remaining longevity. Additional observation of beeping tone was also reported coming from the device. Boston scientific technical services (ts) then suggested having a memory dump and saving to diskette done. Additional information was requested but was unsuccessful. This ICD was explanted. No adverse patient effects were reported.